Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin syringe. The customer reports while preparing insulin, the needle fell off in her hand. The customer further reported that the end user stated that her hands are shaky and she is rough on the needle; however, had received a 31 gauge, which is thinner and the end user is not used to using that size gauge. The end user also stated that because of this, she could have caused the break.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.